Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during priming prior to pt use, the tubing set could not be primed. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.